Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr case. Access was good with a low bifurcation. The vessel size was 8.5 mm. After the procedure the manta sheath was inserted and then the physician tried to insert the manta device through the valve to no avail. After a second attempt to insert the bypass tube which was met with resistance a second manta was opened. The second manta was met with resistance as well. A third manta was opened and it was inserted through the valve with no resistance. I had the scrub try to insert the bypass valve on the back table and when she inserted it I could hear a pop and then then bypass tube went through the valve at that point. Associated to: MDR 3010252479-2022-00078 manta.

Manufacturer narrative:
Two 18f manta closure devices, two 18f manta sheaths, and one 18f introducer returned for investigation and was received. The components were decontaminated then visually inspected. During inspection the engineer noted both closure units did not exhibit an engaged lever and the collagen, toggle and radiopaque lock were within the lumen. Sheath number one exhibited a torn button valve. Sheath number two did not exhibit a torn button valve. Both of the 18f closure units were able to be passed through sheath number one without resistance. Both of the 18f closure units were not able to be passed through sheath number two without significant amount of resistance. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. Access was positioned good with a low bifurcation. Vessel size noted was 8.5mm. No issues were encountered advancing or withdrawing procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The physician attempted again to advance the bypass tube into the sheath hub and again encountered severe resistance. The first sheath remained on the guidewire; and the closure unit was removed. The physician left the sheath in place since he thought it was the bypass tube and not the hemostatic valve in the sheath that was causing the resistance issue. A second 18f manta device was opened and again while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The physician removed the sheath from the first device and the second manta device off the guidewire. A third 18f manta was opened and a new sheath was placed on the guidewire. The third device was inserted through the hemostatic valve with no resistance and completed closure successfully. The proctor instructed the scrub to take the first device to the back table and try to insert the bypass tube. When the scrub inserted it, the proctor heard a pop then the bypass tube was able to go through the hemostatic valve. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00078 manta.